Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable fault 31243, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal (unit) controller card (ucc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had repeated recoverable fault 31243 during procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system had repeated recoverable fault 31243. Intuitive surgical, inc. (Isi) technical support engineer (tse) suggested for hard power cycle but issue did not resolve. During troubleshooting, the issue was found with the patient side cart (psc). There was no patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal (unit) controller card (ucc) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. In-house fa installed and tested the ucc on the print circuit assembly (pca) test system. The system started up without any error, with good image and good audio. Fa installed the instruments, and they were recognized without any issue. Fa ran 20 power cycles, and all passed. The board remained on the test system for 2 hours in normal operation, and it performed without any issue.